Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The diabetic educator reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 400 mg/dl at the time of incident and current blood glucose level was 57 mg/dl. The customer did not provide details regarding symptoms and treatment of their high blood glucose episodes. Customer stated that the insulin pump was exposed to fluid. Customer reported the past event. Customer stated the o-ring was pulled from the reservoir and o-ring inside the lip of the reservoir compartment was not missing. Customer stated that they performed self test and the test was passed. Customer was declined to troubleshoot for high blood glucose level. The insulin pump will not be returned for analysis.